Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0210466838, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0210466838, implanted: (B)(6) 2016, explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported an explant of the neurostimulator. There was a report that the neurostimulator was explanted on (B)(6) 2018. Factors that may have led or contributed to the issue remain unknown. Interventions taken to resolve the issue remain unknown. It was unknown if the issue resolved at the time of the report. Relevant medical history includes post-obstructive urge urinary incontinence since 2006. No further complications were reported/anticipated. Additional information received reported that the onset of the pain at implant site was reported to be (B)(6) 2017. The explant of the neurostimulator was due to pain at the right buttock at the level of the ins which continued after the stimulation was stopped. Actions/interventions taken include a device reprogramming on (B)(6) 2017, analgesic was given, patient was hospitalized from (B)(6) 2018, and the lead plus stimulator was explanted on (B)(6) 2018. The outcome of the event resolved on (B)(6) 2018. There was a report that the event was assessed as serious. It was reported to be not related to the procedure but related to the stimulator. No further complications were reported/anticipated.